Manufacturer narrative:
Please refer to the attached analysis report. Analysis synthesis: - upon reception, the returned smartview connect was tested and the reported behavior was confirmed, as no communication could be established with the back office. - the root-cause of the observed issue could not be determined, although it could have resulted from a hardware malfunction. - this case is recorded for trending purposes.

Event description:
Reportedly, on (B)(6) 2024, a smartview connect could not be paired as the error message 'no signal' was displayed, despite attempts at several locations.

Event description:
Reportedly, on (B)(6) 2024, a smartview connect could not be paired as the error message 'no signal' was displayed, despite attempts at several locations.